Manufacturer narrative:
Device evaluation: product testing could not be performed, since the product was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. There are no discrepancies found, during the mrr (manufacturing record review). The search revealed, one complaint from this production order number. However, the reported issue is unrelated. This reported complaint and no product deficiency was identified in that case. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a pcb00 model intraocular lens(iol) was stuck in cartridge when inserting into the eye and only cartridge tip had patient contact. Incision was enlarged and a tension ring was put in the eye. There was no patient injury and medical/surgical interventions such as vitrectomy or sutures were not required. This event was reported when insertion into the eye. Procedure was completed successfully using backup lens of same model and diopter. Patient was doing fine during post op. No further information available.